Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. After receiving this complaint, we could not search for other complaint as the lot number is not available. Unfortunately we have not been given sufficient information to perform an investigation the balloon burst issue is known and monitored. Possible root cause is a weakness area in the silicone material of the balloon. No corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, catheter fell off after 3 days indwelling due to balloon bursts. Dr. Has replaced with new product immediately, no clinical consequences reported, also confirmed no residue or particle remains in patient's bladder.